Event description:
Product never worked or provided reading when applied, had to replace with a new one. Dose or amount: 1 sensor; frequency: every 10 days. Route: other. Dates of use: (B)(6) 2018 to present. Diagnosis or reason for use: diabetes.